Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and the touch screen became shattered. Additionally, the pump touch screen was intermittently unresponsive. Customer¿s blood glucose (bg) level was over 500 mg/dl. Bg was addressed by drinking water. Reportedly, customer continued to use current pump for insulin therapy and as well as manual injections for backup therapy.